Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: when the surgeon applied clips to the cystic duct all three of them slipped off and one perforated the duct. He had to use endoloops to tie off the duct.